Event description:
It was reported to philips that the system did not boot. The device was outside clinical use at the time of reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. The rse found that the power light emitting diode (led) on the host pc was on, but the host pc did not start. The customer manually rebooted the host pc several times until the system started up. The rse determined that the host pc was the cause of the reported problem and needed to be replaced. A philips field service engineer (fse) evaluated the system on-site and replaced the host pc to resolve the issue. The system was returned in good working condition and was ready for clinical use. The host pc was returned for further analysis. Functional testing was performed, and no failures were observed. The codes were updated based on the investigation outcome.